Event description:
Consumer stated the bristles have been falling off the wire while using the proxabrush in their mouth. Consumer did not report any injury.

Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.